Event description:
It was reported that patient had reported feeling off balance, fatigued, weak, short of breath, and had lower blood pressure readings. The patient was seen by a doctor in (B)(6) and it was thought that the pump speed was too fast, that patient was under filling their pump intermittently with positional changes and was having suck down events and felt that reduction in speed would be helpful. Speed was reduced to 5100 revolutions per minute (rpms) with the patient feeling better at that lower speed. The patient's symptoms returned after a week or two of the lower speed and patient returned for further speed reduction in august. The patient reported blood pressures of 40s to 80s millimeters of mercury (mmhg) systolic and 40s to 50s mmhg diastolic when standing with mean arterial pressures (maps) in the 50s to 60s mmhg upon standing (maps were in the 80s while sitting). For these reasons, during the visit in august, the patient's pump speed was reduced to 5000 and then 4900 rpms. At 4900 rpms, patient reported no dizziness whether sitting or standing. Three days after speed reduction, patient reported 2 brief low-flow alarms but was asymptomatic. Oral fluid repletion was recommended as patient had been doing yard work and was felt to potentially be dehydrated. Additionally, the patient was recommended to follow up with the left ventricular asist device (lvad) pharmacist for further blood pressure medication adjustment for further assistance. Two days later the patient reported 3 more brief low-flow alarms without symptoms. Due to the patient's low-flow alarms that increased in frequency after they underwent dialysis, they presented to the hospital to determine whether further speed adjustment would be helpful. Their blood pressure on admission was 95/85 mmhg, doppler blood pressure 80 mmhg. It was felt that the combination of dialysis combined with low blood volume resulted in the low-flow alarms. The patient was asymptomatic despite these alarms. The pump speed was increased to 5000 rpms and their hematocrit was adjusted to artificially influence the flow report on the device. It was also recommended for the patient to discuss with the dialysis team whether they could possibly skip dialysis one or more days a week to help maintain better blood volume. The patient was contacted after discharge from the hospital and had not had further low-flow alarms since the speed increase to 5000 rpms and the artificial adjustment to hematocrit. The patient was aware to call if low-flow alarms were to recur. Log files were submitted for review and captured scattered low-flow events on 14aug2024 with the estimated flow hovering mainly around 2.4 to 2.5 liters per minute (lpm). The patient had a lone non-audible low flow on 14aug2024 at 2042 where the low-flow event was not sustained for longer than 10 seconds. Flow recovered for the remainder of the log with an average flow of about 3.4 lpm. These low-flow events were likely patient related and not vad related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event was estimated. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. The file captured transient low flow hazard alarms on (B)(6) 2024. Of note, the low flow events were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pulsatility index (pi) and pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.